Event description:
It was reported that four days post implant the right atrial (ra) lead dislodged. During the replacement procedure the right ventricular (rv) lead exhibited diminished sensing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.